Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. Shortly after implant, the right atrial lead had dislodged. The physician opted to not revise the lead at the time. Aside from loss of capture, there were no electrical anomalies. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.